Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed one hour into treatment at the header of the dialyzer. Estimated blood loss was 180cc's. Rn at clinic states that there was no medical intervention and no patient ill effects.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.